Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. A sample was expected for this investigation but has not yet been received. The root cause of the customer's complaint was unknown as a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported evidence of leakage from the cassette was observed after the procedure was completed. There was no patient harm reported. No additional information is expected.